Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during preparation, the 2.0x15mm rx traveler balloon dilatation catheter cracked at the hub when it was connected to the indeflator. An air leak was noted. Per the physician, it was due to excessive force used while connecting the devices. The traveler was not used. Another 2.0x15mm non-abbott balloon dilatation catheter was used to successfully continue the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.